Event description:
Customer reported infusing chemotherapy (tacrolimus) and identified a pin hole leak in the silicone segment. No additional info was available. After multiple attempts to obtain product no product received for investigation.

Manufacturer narrative:
(B)(4). The set was not available for investigation. A model and lot history record review could not be performed because the model and lot numbers were not identified by the user.